Event description:
A coronary balloon was inserted and inflated to open up blocked coronary arteries when the balloon ruptured and left part of the balloon when removing the balloon deflated from the body. A snare was utilized and was able to remove the balloon tip debris.